Event description:
It was reported to bsc/target that upon removing the spinnaker elite flow directed catheter 1.5 f-l from the package and flushed with normal saline using a 2-ml syringe it was noted that leakage occurred at the distal section of the device. The device was never placed in the patient.